Event description:
Approximately eleven months after the index procedure, the pt expired. The cause of death is unk. A female pt was consented to the study. Medical history included clinical copd. The index procedure was completed in 2008, and pt was asymptomatic. Pre-procedure medications were aspirin and clopidogrel, the target lesion location was the ostium of the right internal carotid artery (r6). There was no occlusion in the contralateral carotid. Reference vessel diameter was 6mm. Target lesion diameter stenosis was 80% with lesion length 25mm. Total length of stented segment was 40mm. Qualitative lesion calcification was described as mild and concentric. Vessel tortuosity by visual inspection was mild. Pre-dilatation of the lesion was performed. An angioguard (cat and lot unk) distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent (p08030rxc/lot no. 13168877) was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 0%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged the next day, with clopidogrel and aspirin directed. In 2009, the pt expired. The cause of death is unk. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The original report received stated that approximately eleven months after the index procedure (carotid stenting) the patient expired. The cause of death is unknown. Adjudication minutes were reviewed and according to family the cause of death was ¿from a respiratory problem unrelated to the carotid stent¿. The patient was an (B) (6) female who was consented to the (B) (4) study. The target lesion location was the ostium of the right internal carotid artery. An angioguard (cat and lot unknown) distal protection device was used, deployed, and retrieved successfully with no technical problems. Pre-dilatation of the lesion was performed. A precise stent (p08030rxc/ lot no. 13168877) was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 0%. The patient left the angio suite neurologically intact. The patient was discharged the next day. Adjudication minutes were received and reviewed. The adjudication minutes noted that the contributing etiology for the patient¿s death was listed as ¿other¿ and that the patient¿s death was unrelated to both the precise stent, and the index procedure and was not neurologic or cardiac in nature. According to the family, the cause of death was ¿from a respiratory problem unrelated to the carotid stent¿. According to this information, there is no complaint against a cordis product, and this event is no longer considered reportable. No additional follow-up will be forthcoming.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.